Event description:
It was reported that the customer was receiving sensor error alerts. The customer's blood glucose at the time of the call was unknown. Troubleshooting was done. Advised that a replacement sensor would be sent. The customer also mentioned that he experienced a threshold suspend alarm and that he treated himself with an orange and a glucose tablet. The customer stated that his blood glucose was 50 mg/dl when the threshold suspend feature was activated. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.